Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a syringe 50ml14ga 1-1/4in perfusion. The following information was provided by the initial reporter, "leaking by the first time the drug is drawn: fluid enters the syringe plunger and behind it."

Manufacturer narrative:
Investigation: one sample was returned to our quality engineer for investigation. Upon visual inspection, it was observed that the stopper was not properly assembled to the plunger. There was no damage or molding defect identified that could have contributed to this issue. A device history was performed and found no no-conformances related to the reported issue during production of batch 1901210. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. As a result, when the product was used the stopper became disassembled from the plunger and resulted in the leak reported.

Event description:
It was reported that leakage occurred with a syringe 50ml14ga 1-1/4in perfusion. The following information was provided by the initial reporter, "leaking by the first time the drug is drawn: fluid enters the syringe plunger and behind it."